Event description:
Inflammatory flare: info was received in 2007 from a physician via a rep regarding a female pt, with a medical history of osteoarthritis and a previous course of synvisc. The pt received her first injection of synvisc in the left knee on approx two months earlier. Antiseptic preparation of the skin was performed using betadine and ethyl chloride was used during the procedure prior to anesthetize, the skin with lidocaine after which arthrocentesis was performed through an anterolateral puncture. 2cc of synvisc was injected. No adverse reaction was observed and the puncture site was covered with an adhesive bandage. The pt tolerated the procedure well. On a week later, the pt received her second injection of synvisc after the same preparatory procedure. The physician also added 6mg of celestone because the pt had an inflammatory flare. No adverse reaction was observed and the pt tolerated the procedure well on the following month, the pt received her third injection of synvisc after the same preparatory procedure. No adverse reaction was observed and the pt tolerated the procedure well. At the time of this report, it was unk if the pt had recovered. Qa investigation results: review of data did not indicate trends that could be associated to any product complaint. Please refer to synv-18296 fo other adverse events regarding the same pt from the same reporter.